Event description:
A simplygo mini device was returned to a third-party service center for service. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed the low o2 levels were low because the molecular sieves were clogged. Additionally, leaks were identified on both the oxygen and a circuits. The compressor is not operating within normal parameters, and its tubing is contaminated. Furthermore, the pca failed t start because it is burnt out, and the patient filter is contaminated. The device returned unrepaired. Further the device was sent to pil for further investigation. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.